Manufacturer narrative:
The customer submitted two pages of specimen reports of the same patient sample as the complaint, but the results do not correspond to what was reported by the customer when the complaint was opened. The submitted data showed that the initial run (seq: 608) was run in cbc [l] test selection with wbc=0.690* 10e3/ul, seg: 0.069* %s:10.0*. The instrument generated a "wbc count rate violation" flag with asterisks (*) marked next to all wbc differential results. The cell-dyn sapphire operator's manual provides explanation that when the wbc data acquisition rate is erratic, the wbc results are unreliable, and the invalid data need to be reviewed. Review of historical data did not find a product issue related to the complaint incident. A review of the historical data on the instrument s/n: (B)(6) found no other issue related to this issue after the field service engineer visited the customer site and resolved the issue by replacing the tubing. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased wbc results were generated for an oncology patient sample tested on the cell-dyn sapphire analyzer. The initial result was 413/ul (0.056 neutrophils, 13.6%). Repeat testing was 102/ul (0.08 neutrophils, 7.69%). After a few hours, the sample was tested again with a result of 11,900/ul (9.17 neutrophils, 77.2%). The sample was tested on a different analyzer and the result was 12,500/ul. It was retested in duplicate on the same analyzer as the original testing and results were 12,900 and 13,000/ul. No adverse impact to patient management was reported.